Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incorrect reprocessing was the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. Re-training for the correct handling had been completed. Olympus will continue to monitor field performance for this device.

Event description:
Endoscopy support specialist (ess) visited was requested to observe the facility/staff member reprocessing process. During the observation, it was determined the facility is using a third (3rd) party leak tester and flushing machine. This report is being submitted due to the finding of the facility staff performed reprocessed with the different procedure from the instruction manual (including processes where leakage test is not performed properly), problems related to reprocessing, insufficient or incorrect reprocessing identified during site visit observation. There was no patient involvement on this reported event. No harm was reported. No user injury reported due to the event.

Manufacturer narrative:
Ess performed a refresher training on the proper way to reprocess scopes per olympus instruction for use (IFU). Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. In summary, ess completed an in-service on a urf-p6 for staff . All attendees are listed on the attached attendance sheet. All models reviewed during the in-service as well as in the products section . The ontrack form documents all cleaning, disinfections, and sterilization information that was reviewed during in-service. The staff manager was provided with a copy of the ontrack forms. Investigation is ongoing. This report will be supplemented accordingly following investigation.